Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced a cough, streaks of hemoptysis, fevers, shortness of breath and chest pain the day after the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
According to the reporter, on (B)(6) 2017 post operatively the patient had a chest infection. The procedure was performed on (B)(6) 2017 and it resolved on (B)(6) 2017. The patient required hospitalization. The length of the hospitalization is unknown. It was reported as not related to the device.